Event description:
Erratic readings from her pink meter. Analysis run on clark error grid using mean avg reading *215) as ref. Point vs. Bd readings (327,102) yielded data points in the c range of the grid, outside the acceptable limits.